Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device's display froze while attempting to print. The user turned the device off for over two minutes for the malfunction to resolve. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the device. The customer indicated that the device will not be returned to zoll for evaluation of the reported malfunction.